Manufacturer narrative:
The pump was not returned for investigation. Data logs were available. Data logs were reviewed and the suction alarms were confirmed. Since insufficient clinical details were provided regarding what was occurring at the time of the alarms and product wasn't returned for investigation, the cause of the suction alarms could not be determined. The device passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an implanted impella cp pump experienced suction overninght while supporting the patient. Two units of blood were given and the patient was subsequently escalated to impella 5.5 support. No patient harm was reported due to the issue.